Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient was experiencing pain a month or so ago. The patient met with a manufacturer representative and had the system reprogrammed to address the pain. The patient reported that when they were in the office, the healthcare provider (hcp) said that the ¿wire moved a little bit¿ according to an x-ray. The patient began experiencing the pain again and thought that they needed another adjustment. The patient planned to meet with their hcp and a manufacturer representative to reassess the x-ray. No further complications are anticipated.

Event description:
Additional information was received from the patient. It was reported that the patient went to the hcp today as she had been having pain. The hcp did an x-ray and found that the lead had moved a little bit. Patient stated her hcp told her to contact a manufacturer's representative (rep) to reprogram her device to adjust the stimulation. Patient then added that her hcp was having her go for an MRI on saturday and then was going to see her hcp on the 16th and was looking to have a rep there on the 18th. Patient stated pain started a couple months ago. Additional information was received from the rep. It was reported that the lead was confirmed to have moved down per x-ray. Patient to get MRI on saturday and rep will see patient on the 16th to reprogram. Patient lost good coverage the last couple weeks. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2020. It was reported that the rep met with the patient and reprogrammed on (B)(6) 2019. They moved the programming up to account the lead for sliding down and the coverage wasn¿t meeting the patient¿s needs. The patient was to meet with another rep on (B)(6) 2020 for reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4). Product type lead, product ID 977a260, serial# (B)(4). Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue was resolved after reprogramming.